Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC fractured completely internally at 41cm requiring interventional radiology retrieval of internal PICC. Patient had PICC inserted on (B)(6) 2026. Not aspirating so treated with actilyseon (B)(6) 2026 unsuccessfully, the fluid challenge given and patient reported discomfort. Line removed but had completely fractured and 41 cm left in patient. Unable to retrieve in vascular team. Transferred to larger trust for vascular surgeons to perform removal of the remaining PICC line from the pulmonary artery where the remain PICC line had migrated too. Patient had to have CT scans, chest x-ray, anti-coagulation, blue lighted to another trust and a two-night hospital stay. Hospital have reported this as moderate harm to patient.